Manufacturer narrative:
Block b3: exact date unknown, event occurred about three to four months after (B)(6) 2022 from date manufacturer was made aware of the event.

Event description:
It was reported that the patient was experiencing implant pain. It was also reported that the patient was experiencing frequent charging of the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was not released by the facility.